Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an unrecoverable loss of antenna passed threshold. No additional patient or event information is not available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.